Manufacturer narrative:
Received one device. Confirmed customers complaint during ¿latch lock test¿, the one of the sensors failed. Replaced the latch lock sensors, ground strips, keypad and labels. Updated software. Performed sensor calibration. Performed performance verification tests (pvt) . Unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device cadd solis doesn't lock. There was no patient involvement.